Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device will not power on . Patient is having cough and her lungs were burning. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. In evaluation it is find that the device was not able to power up, using the customer supplied power supply and power cord, therefore, no further functional testing could be performed. No error log could be obtained. Under side of the display had black burn marks on it and the ribbon cable had a black burn mark on it. Also, the pins of the display ribbon cable had potential mineral deposits on it. Pca had q3 (phase b) and q4 (phase c) of the motor circuitry, and surrounding components, blown apart with potential mineral deposits on and nearby other components on the pca, signaling CAPA reference 1299367.moisture inside of the device. P2 pins 2 to 3, had a 21 ohm short, a pil supplied known good pca measures over 600k ohms. Severe burn mark through the pca board from the top to the bottom, that appears to originate from q3 on the top side. The j4 and j5 connectors on the pca had white potential mineral deposits on it along with some black marks. There were potential mineral deposits on the pca at the area of these locations, top side - c14, u10 and bottom side - u19, c93. The iso port had a burn mark on it the where the pca (q3) would be over top of it. The heater plate enclosure bottom had possible tiny mineral deposit marks on it, when touched can be smeared. This would suggest water ingress. The bottom of the heater plate had potential mineral deposits on it, suggesting water ingress. Rust spots on the heater plate shield, blower box top lid screws, screw holes, and the heater plate power connector, suggesting water ingress. Brown unknown contamination and a possible blue fiber was found in the blower box near the air output. Used the customer supplied power supply and power cord on a pil supplied known good dreamstation 2 and the device powered on and airflow was verified. Was able to confirm the complaint of the device will not power on. There is visible damage or functionality failures of the device, most likely due to external conditions. Observed two main potential issues: potential moisture getting into the device where the pca is located and is believed to be the primary cause of the customer complaint. Potential water ingress in the humidifier heater plate area.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.